Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging and connectivity issues following a non-device related procedure wherein an electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.